Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument would not open. The surgeon resected the tissue at the application site to remove the device and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.